Event description:
The customer reported to olympus, the laparoscope had no image. The issue was found during inspection for use for a laparoscopic procedure. The procedure was completed with a similar device and no delay was reported. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: green image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem of no image, was unable to be confirmed. The device evaluation found the image was green due to defective charged coupled device. In addition the device evaluation also found that the video cable was damaged. The concerned product has not been repaired in the last year. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d10 was updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit (ccd) could not be determined. It is possible that the defective ccd was caused by unacceptable tension in the ccd holder assembly due to the use of an adhesive not adapted to the load or temperature collective, and created an insufficiently formed adhesive layer, due to asymmetrical alignment of the spring to the ccd holder before the bumper sleeve is joined, or pre-existing damage to the ccd holder assembly due to the use of a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.